Manufacturer narrative:
The device was repaired and placed into stock at the manufacturer.

Event description:
It was reported that during a functional endoscopic sinus surgery with navigation at the healthcare facility, the communication unit for ent auto registration masks was in low battery mode and was not tracking. The case was delayed by 30 minutes, and navigation was aborted due to this function loss and additional general anesthesia was administered. The procedure was completed successfully, and no medical intervention were reported.

Event description:
It was reported that during a functional endoscopic sinus surgery with navigation at the healthcare facility, the communication unit for ent autoregistration masks was in low battery mode and was not tracking. The case was delayed by 30 minutes, and navigation was aborted due to this function loss and additional general anesthesia was administered. The procedure was completed successfully, and no medical intervention were reported.